Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller states the handgrips are worn out. He states the grips are taped on and the brakes flop back and forth. He states they are very loose on the frame.